Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00660 & 3006982370-2013-05006. Concomitant devices: boston scientific syringe, iopamiro contrast media, powerflex pro balloon catheter.

Event description:
The report from the affiliate indicated that during post-dilation of a smart flex stent with a .035¿ 4mm diameter powerflex pro balloon, a small dissection was noted. A smart flex stent had been implanted in the distal superficial femoral artery and the lesion was being post-dilated with the powerflex pro balloon. The physician wanted to place a 5x60 vas 80cm smart flex biliary self-expanding stent (ses) on the dissection, but was unable to pass the first implanted stent (even after post-dilatation with the powerflex pro balloon). The dissection was not treated. One day later, the flow ¿was still good¿ and the dissection was not flow limiting; therefore, no additional action was taken. As per the affiliate, the patient is currently ¿fine.¿ the 5x60 vas 80cm smart flex biliary ses will be returned for analysis. The target lesion was 5mm ~50mm in length, 5mm in diameter, and was 80% occluded. The lesion was heavily calcified and no tortuosity. The powerflex pro balloon catheter was used for pre-and post-dilatation. There was no difficulty removing the balloon catheter from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted to the balloon prior to inserting the balloon catheter into the patient. The device prepped normally. Iopamiro contrast media was utilized. A 1/3 contrast and 2/3 nacl ratio was used. A non-cordis syringe was used. There was no resistance/friction noted during insertion of the balloon through the guide catheter or through the vessel. There was no difficulty crossing the lesion. The balloon inflated normally and reached a maximum inflation pressure of 10 atmospheres (atm). The balloon maintained pressure during inflation. The balloon deflated normally and re-wrapped properly. The balloon catheter did not kink during use. The balloon catheter was removed easily from the patient.

Manufacturer narrative:
This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00660 & 3006982370-2013-05006. Complaint conclusion: the report from the affiliate indicated that during post-dilation of a smart flex stent with a .035¿ 4mm diameter powerflex pro balloon, a small dissection was noted. A smart flex stent had been implanted in the distal superficial femoral artery and the lesion was being post-dilated with the powerflex pro balloon. The physician wanted to place a 5x60 vas 80cm smart flex biliary self-expanding stent (ses) on the dissection, but was unable to pass through the first implanted stent (even after post-dilatation with the powerflex pro balloon). The dissection was not treated. One day later, it was noted the dissection was non-flow limiting; therefore, no additional action was taken. As per the affiliate, the patient is currently in stable condition. The target lesion was 5mm ~50mm in length, 5mm in diameter, and was 80% occluded. The lesion was heavily calcified with no tortuosity. The powerflex pro balloon catheter was used for pre-and post-dilatation. There was no difficulty removing the balloon catheter from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted to the balloon prior to inserting the balloon catheter into the patient. The device prepped normally. Iopamiro contrast media was utilized. A 1/3 contrast and 2/3 nacl ratio was used. A non-cordis syringe was used. There was no resistance/friction noted during insertion of the balloon through the guide catheter or through the vessel. There was no difficulty crossing the lesion. The balloon inflated normally and reached a maximum inflation pressure of 10 atmospheres (atm). The balloon maintained pressure during inflation. The balloon deflated normally and re-wrapped properly. The balloon catheter did not kink during use. The balloon catheter was removed easily from the patient. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. This does not represent device malfunction. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.